Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2017-02267, reference MFR. Report# 1627487-2017-02269. It was reported after a fall the patient (australia) experienced ineffective stimulation. Diagnostics revealed high impedances on the lead with contacts 9-16. Later, it was confirmed the lead with model number 3186 pulled out of the ipg header. The patient underwent surgical intervention on (B)(6) 2017 wherein the lead (3186) was explanted and replaced with two new lead. Lead with model 3189 stayed implanted. Reportedly, effective stimulation was restored postoperatively.